Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of inability to contain medication during use. The following has been provided by the initial reporter: it was reported that syringe was cracked and contents squirted out. Per email: this is the second time this occurred , the first time it was not reported ¿ the syringe itself cracked and the contents of the syringe squirted out once the plunger was engaged / pushed.

Manufacturer narrative:
H.6. Investigation summary: two loose 3ml syringes with visible yellow droplets inside were received and evaluated. It was observed both syringes had lengthwise cracks in the barrel wall, outside the grad lines, extending from the 1ml to the 2ml marking. The syringes were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch: 9120929 is considered in compliance with our product specification requirements h3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of inability to contain medication during use. The following has been provided by the initial reporter: it was reported that syringe was cracked and contents squirted out. Per email: this is the second time this occurred , the first time it was not reported ¿ the syringe itself cracked and the contents of the syringe squirted out once the plunger was engaged / pushed.